Event description:
A malfunction was reported on the pump that experienced extreme temperature changes due to traveling and went through an airport scan. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.